Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "catheter was cut" during a pump replacement. Per the reporter, "the patient had a 40cc pump that was too big for his small body and needed a smaller size pump according to the physician". Options for repairing the catheter "near the pump connector" were being considered.

Manufacturer narrative:
Catheter: model #: 8703w, lot#: l46688, implanted: 1997 (B)(6), explanted: unk. Lead: model 8575, lot# n102515, serial# unk, implanted: 2007 (B)(6), explanted: unk.